Event description:
Discordant, falsely low sodium (na) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument and on an alternate dimension exl instrument, resulting higher on both of them. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they obtained discordant, falsely low na results. Upon the ccc's instruction, the customer performed precision testing for sodium (na), potassium (k) and chloride (cl) using both patient samples in replicates of five each, which were acceptable. The customer also ran quality controls, which were within acceptable ranges. The cause of discordant, falsely low na results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.